Manufacturer narrative:
The investigation of automated impella controller (aic) - battery failure (red alarm) has been completed. According to the device and data analysis the root cause of this issue was an internal cell imbalance found in battery 1. The following have been reported incorrectly or missing from the manufacturer device report 1220648-2023-05287. D2 common device name revised in accordance with updated procedures. D4 model number. E2 health professional should have been no. F6/f8-should have been left blank. G1 reporting contact email revised in accordance with updated procedures. G1 reporting contact fax number missing. G4 PMA/510(k)number. H3 device not returned to manufacturer for evaluation; should have been no.

Event description:
The us complainant had an aic (automated impella controller) with a battery failure, red alarm, as reported by the hospital biomed team. There was no patient use and no harm or injury was possible.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.